Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; unknown call service alarm occurred. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: review of the black box and alarm history showed multiple ¿cs064¿ motor alarms with high force occurring due to occlusion during prime. The pump was powered on and ez-prime¿ steps were performed correctly with no ¿cs064¿ alarm or any error, alarm or warning occurred during the investigation. Investigation did not duplicate the ¿cs alarm issue¿ complaint. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the complaint, the battery compartment was noted to be cracked.